Event description:
It was reported that patient underwent primary knee surgery in 2004. Revision procedure was performed on (B)(6) 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
Information was received on (B)(4) 2013, indicating that the product will not be returned and no further information will be reported. No product evaluation will be conducted.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - 2004 (exact date unknown); manufacture date - unknown. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.